Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional information. D9: device returned to manufacturer - additional information. D9: date device returned ¿ additional information. G3: date received by manufacturer ¿ additional information. G6 type of report ¿ additional information. H2: additional information/device evaluation information. H3a: device evaluated by manufacturer ¿ additional information. H3b: evaluation included - additional information. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information.

Event description:
It was reported that a pairing issue occurred. Product was provided for investigation. An external visual inspection was performed and passed due to no damage. Voltage test was performed and failed. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.